Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode. The product code could not be downloaded and measured battery data was lost at 2.42 v. This was caused by a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.